Manufacturer narrative:
The 510 (k) k082590.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging black marks on their one touch ping meter. The patient mentioned that the reported issue with the meter began on (B)(6), 2010 at around 12:30pm. The patient took their usual dosage of medication at around 1:00pm, the patient developed symptoms of frequent urination and stomach issues and did not self-treat or seek any further medical attention due to the alleged issue or symptoms. This is not the first time the product was being used. The patient denied any misuse of the product. The meter was replaced. The complaint is being reported since the patient alleged that due to the black marks on the meter they were unable to test and later developed symptom suggestive of a serious injury.